Event description:
During a coronary stenting treatment procedure of a saphenous vein graft to the posterior descending artery, crossing difficulties were encountered. The physician was using an 6fr guide catheter and a 0.014" guide wire was advanced across the target lesion without difficulty. The physician then advanced the express2 coronary stent system, but it would not cross easily beyond the ostium of the svg. When the stent delivery system was pulled back into the guide catheter, the stent became dislodged from the balloon. The bare stent remained on the wire in the aorta outside the ostium of the svg. The physician then attempted to pass a balloon catheter through the stent and inflated it. This expanded the stent, but he was not able to retrieve the stent into the guide catheter. He was able to snare the stent with a 4mm snare, but the stent was then perpendicular to the guide catheter. He pulled the entire system into the right common iliac artery. He was unable to retrieve the stent through the sheath or to upsize to a larger sheath, so he pulled the sheath back into the right common femoral artery with the snared stent at the distal aspect of the sheath. A vascular surgeon then surgically exposed the artery under local anesthetic and the stent was removed. Surgical repair of the right common femoral artery was planned for later that evening due to compromised right lower extremity in-flow secondary to clamp trauma. Patient is reported to be "okay" following the procedure.